Event description:
It was reported that this left ventricular lead had dislodged not long after implant. It was noted that there had been some positioning difficulty when first implanting the lead. The patient experienced a decreased heart rate due to the event. The cardiac resynchronization therapy defibrillator was set to pace at 80 beats per minute; however, the rate went down to 46 bpm and then up to 60 bpm. The lead was successfully explanted and replaced with a non-boston scientific lead. No additional adverse patient effects were reported.